Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates, "no defect observed". Further information from the reporter regarding event has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc the needle disengaged. Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used for the injection.